Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
T was reported the impactor pad was found broken when inspecting the tray before use. A new tray was substituted. No patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided photo found a corner of the impactor has fractured off. The device was not returned for further evaluation. Lot identification is necessary for review of device history records, lot identification was not provided. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.